Manufacturer narrative:
(B)(4). Customer was shipped a 39x80 legacy base that was delivered on (B)(6) 2019. On (B)(6) 2019 the customer, (B)(6) confirmed that the new base was delivered and is satisfied. An investigation is anticipated, once completed; a follow up submission will be made to the FDA.

Event description:
Customer stated the foot massage motor has damaged his base cover. Customer states that the foot massage motor appears to burned thru the base cover. The customer states this only occurred with his bed and confirms that no one was injured and that medical attention was not needed.